Event description:
Pt's family member, called 1/2002, alleging pt's one touch profile meter was reading inaccurately high. Pt's family member stated they came home and found pt lying on pt's bed having a seizure. They called the paramedics, when they tested pt's blood they obtained a reading around 20 mg/dl. They treated pt with IV glucose and sugar water. Pt was not taken to the hosp. Family member stated pt received a reading of "hi", then proceeded to take pt's humalog insulin based on pt's sliding scale. Family member doesn't know exact amount taken, but based on the sliding scale, they stated pt would have taken 9 units of humalog as well as pt's set amount. This occurred during the afternoon. They stated this has happened before, where pt received a reading of "hi" and then took too much insulin. Pt was hospitalized once before but does not remember when. Pt is no longer using the one touch profile. No further info has been reported.